Manufacturer narrative:
Carefusion file identifier: (B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation.

Event description:
The customer reported that this avea ventilator would not pass calibration and would show constant "circuit disconnect" and "circuit occlusion" error messages. The customer stated that there was no patient involvement associated with this reported issue.

Manufacturer narrative:
A carefusion field service representative (fsr) evaluated the device onsite. The fsr completed recall remediation on the unit by replacing the gas delivery engine (gde) and enhanced patient monitoring board under field corrective action. The fsr ran all calibrations and the unit passed. The unit meets factory specifications. The carefusion failure analysis laboratory received the suspect component, an avea enhanced patient monitoring (epm) assembly, and evaluated the component. An evaluation of the component did not duplicate the reported issue. The component functioned properly and passed the epm test procedure.